Manufacturer narrative:
Philips has investigated this complaint. The reported issue was frontal stand partly available, and the images were displayed rotated. According to the additional information collected, the system was in clinical use when the issue occurred, and the procedure got delayed. The philips remote engineer (rse) checked the error logs and found the value of the beam z-rotation potentiometer is out of range. Ceiling base rotation position recognition checks would be required. The fse inspected the system onsite and found variable resistor that detects the position of the ceiling z-axis rotated, and soldered line was disconnected. Fse repaired and adjusted the resistor. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system displayed the message "frontal stand partly available". The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.